Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to confirm failed batt test due to blank display. Pump received with corroded battery tube noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the insulin pump had moisture in battery compartment and battery compartment was damaged. Customer also stated that the battery cap contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.